Manufacturer narrative:
Follow-up received on 22-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se company causality comment: this non-medically confirmed spontaneous case report, that is under litigation, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and ha CT scan of her abdominal area that showed that 1 essure oils was located outside of her fallopian tubes (device dislocation into abdominal cavity). She underwent surgery to remove her fallopian tubes and the essure coils; one of the essure coils was intact, but the other essure coil was pulled apart (interpreted as device breakage). Device dislocation (with implied perforation) is serious due to its medical importance. This event is listed in the reference safety information for essure. Device breakage is anticipated according to the technical analysis. Although the exact date and mechanism of this perforation were not described, since uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion, in this case, the causality between this perforation and essure use cannot be excluded. Also, since breakage device may occur, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) female plaintiff in united states on 29-mar-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. On or around (B)(6) 2015, plaintiff underwent the essure procedure. Plaintiff's post-procedure period was marked by severe and constant abdominal pain. Plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure. Due to the severe abdominal pain, plaintiff was admitted to the emergency room on (B)(6) 2015. At that time, plaintiff underwent a CT scan of her abdominal area, which revealed that her essure coils were located outside of her fallopian tubes. Consequently, plaintiff underwent surgery to remove her fallopian tubes and the essure coils on (B)(6) 2015. Plaintiff's surgeon informed her that one of the essure coils was intact, but the other essure coil was pulled apart. Plaintiff continues to suffer from pain as a result of the surgery. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report, that is under litigation, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and ha CT scan of her abdominal area that showed that 1 essure oils was located outside of her fallopian tubes (device dislocation into abdominal cavity). One of the essure coils was intact, but the other essure coil was pulled apart (interpreted as device breakage). Device dislocation (with implied perforation) is serious due to its medical importance. This event is listed in the reference safety information for essure while the device breakage is unlisted. Although the exact date and mechanism of this perforation were not described, since uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion, in this case, the causality between this perforation and essure use cannot be excluded. Also, since breakage device may occur, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils were located outside of her fallopian tubes') and pelvic inflammatory disease ('some evidence of pelvic inflammatory disease noted with left fallopian tube adhesions') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker, major depressive disorder, crohn's disease, post-traumatic stress disorder, abdominal pain, collapse of lung, pid pelvic inflammatory disease, pyelonephritis, uti, kidney dysfunction and intestinal infection due to escherichia coli (e. Coli). In 2015, the patient experienced procedural pain ("continues to suffer from pain as a result of the surgery"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage ("other essure coil was pulled apart") and complication of device removal ("complication of device removal"), 1 month 7 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy, diagnostic hysteroscopy, essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, device breakage and complication of device removal outcome was unknown and the procedural pain had not resolved. The reporter considered complication of device removal, device breakage, device dislocation, pelvic inflammatory disease and procedural pain to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pid. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received. Reporter information, other relevant history ,auto-narrative supplement , event : "some evidence of pelvic inflammatory disease noted with left fallopian tube adhesions".added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils were located outside of her fallopian tubes') and pelvic inflammatory disease ('some evidence of pelvic inflammatory disease noted with left fallopian tube adhesions') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker, major depressive disorder, crohn's disease, post-traumatic stress disorder, abdominal pain, collapse of lung, pid pelvic inflammatory disease, pyelonephritis, uti, kidney dysfunction and intestinal infection due to escherichia coli (e. Coli). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced procedural pain ("continues to suffer from pain as a result of the surgery"). On (B)(6) 2015, the patient experienced device breakage ("other essure coil was pulled apart") and complication of device removal ("complication of device removal"), 1 month 7 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy, diagnostic hysteroscopy, essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, device breakage and complication of device removal outcome was unknown and the procedural pain had not resolved. The reporter considered complication of device removal, device breakage, device dislocation, pelvic inflammatory disease and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.